Event description:
Underdelivery reported. The pump was in home use for tpn infusion. It was set to infuse 1000ml over 10 hours with a one hour taper up and a one hour taper down. The pt reported that the display indicated complete delivery at the expected end infusion time, however the IV container was still approx 1/2 full. There were no adverse pt effects. The pump was switched out and tpn therapy resumed the next day.

Manufacturer narrative:
Device passed all test procedures within product specification.